Event description:
Health care professional reported homepatient noted cloudy effluent while using the homechoice cycler for automated peritoneal dialysis therapy. According to the health care professional, the home patient was diagnosed with peritonitis and treated with antibiotics as a result. Health care professional states the homechoice cycler is not attributable to peritonitis episode; however, health care professional cannot say exactly what the cause of the peritonitis was. Health care professional refused to provide any further incident detail.